Event description:
It was reported to philips that the heartstart mrx defibrillator invasive blood pressure (ibp) was not working. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.